Event description:
It was reported that the bladder of a folfusor sv2.5 ruptured. This occurred while filling the device with glucose. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between 05/22/2013 and 05/23/2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection identified a ruptured reservoir, confirming the reported condition. Microscopic inspection identified markings on the exterior surface of the reservoir, near the rupture line. The cause was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.